Manufacturer narrative:
H3: analysis was performed for product bi71000450, lot number: v17220280 rev. F. It was reported that the reported complaint, "unable to expose" was not confirmed. A ps (power supply) 1 was installed in an o-arm test system. The system initialized. The generator, communication and charging readied. Ps1 output voltage was 5.22vdc. 2d and 3d images were successful. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that there was no patient present. The site attempted to expose in the equipment room before using it in a case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown, product ID: bi71000450, serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the navigation system. The power supply one board voltage was fluctuating between 4.7 volts (v) and 4.9 volts. The rep re-adjusted the voltage to 5.15 v and ordered a new power supply one to be replaced. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to expose. A reboot resolved the issue. The site reported the issue has been intermittent for a couple of weeks. Patient present, there was a less than 1 hour delay. No known impact to patient outcome.